Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that staff noted during a trach tie change that the left side flange had a tear at the base where it connects to the main trach. An emergency trach change was completed. There were no patient injury.

Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and found a tear was observed at the base of the flange next to the inflation line. The deformation of the damage was mostly clean with a bit of rough edges at the edge of the tear. The complaint of torn flange can be confirmed. The probable cause of the damage is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.